Event description:
Customer alleged an allergic reaction from using the iscreen ofd saliva test. Results as follows: the distributor reported that the end-user had a donor that had an allergic reaction after using the iscreen ofd saliva test. The donor reports that he is allergic to corn syrup. The donor had gone home after using the oral-fluid test and called the test provider back after about 30 minutes because his face started to swell. The donor asked if the test collectors had corn syrup in them. The donor was reported to have taken benadryl and was doing okay. Kit was purchased in (B)(6) 2014. No other information was provided.

Manufacturer narrative:
Note: this product is for forensic use only and therefore is 510(k) exempt. Investigation: customer's observation could not be reproduced with in-house retain product. In-house retain product were tested with drug free donors, the test results did not observed any abnormal, including sponge color, smell, device appearance etc. Per issue, "donor is allergic to corn syrup", due to sponge's treatment procedures, it did not have corn syrup component in sponge. Sponge was treated with sucrose which shares a common component with corn syrup. Both corn syrup and sucrose contain glucose. It cannot be ruled out that this ingredient may have caused the patient's allergic reaction. This issue will be tracked and trended. Corrective action is not required at this time.